Manufacturer narrative:
Follow-up #2 date of submission 02/08/2017 correction to alert date: 02/08/2017.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, the keypad cover was intact and all the buttons were responsive during investigation. The keypad cover was removed and there was no contamination found under the contacts. The original complaint was unable to be duplicated. Unrelated to the original complaint, there was rust/corrosion found under the contacts. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked. The pump was opened and the keypad flex was found to be fully seated in the connector with the latch closed. There was evidence of moisture on the main printed circuit board. Additionally, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up, down, ok and back light buttons were all under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.